Event description:
It was reported by the customer that cardiosave intra-aortic balloon (iabp) had pump failure. No patient injury and harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e3, e1 (event site telephone and event site email), h6 (investigation conclusions and component codes).

Event description:
N/a.

Event description:
N.a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (medical device problem code) h4 (manufacture date) field should be left blank. Kindly revert. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly (0997-00-1178) and the drive regulator (0103-00-0633) after finding blood back in the unit. The unit passed all functional and safety testing. The iabp was returned to the customer. The following investigation was performed by the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0103-00-0633 with a reported unit failure of the pump due to bloodback. The fat performed a visual inspection and found the part to be in good condition. The fat installed the regulator in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. At.